Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and v-v intervals. The lead was programmed off and remains in-situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.